Manufacturer narrative:
(B)(4). Lot 17f053 was manufactured june 28, 2017 - june 30, 2017. One actual infusor unit was received at the plant for evaluation. The unit was returned to the plant containing no fluid in the bladder because the white luer cap was not tightened which consequently allowed the fluid to drain inside the bag that contained the unit. The white luer cap is not a baxter product. Visual inspection on the returned unit via the naked eye shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The infusor unit was determined to be conforming product. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution would not flow through a large volume infusor. There was no patient injury or medical intervention associated with this event. No additional information is available.